Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon did not expand and was noted to be ruptured. Another 1.50mm x 20mm maverick balloon catheter was advanced, but also ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. The device was microscopically and visually examined. The device was returned with the product mandrel but was not returned in the device. There was both contrast and blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded and had tip damage to the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 14mm from the tip of the device. There was no markerband damage detected as the pinhole was near the markerband. The device failed to inflate to the rated burst pressure. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon did not expand and was noted to be ruptured. Another 1.50mm x 20mm maverick balloon catheter was advanced, but also ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.